Event description:
Allegedly the patient was revised due to aseptic loosening tibia (right). (B)(4).

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This event occurred in (B)(6). This is the same event as 3010536692-2015-00893.

Manufacturer narrative:
Please disregard this report. This report is a duplicate of MDR# 3010536692-2015-00462